Manufacturer narrative:
Pump alarmed motor error during rewinding due to detached end cap noted. Unable to perform any test due to detached end cap. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump case was cracked. The blood glucose level was 117 mg/dl at the time of incident. The insulin pump will be returned for analysis.